Event description:
No additional information is available.

Manufacturer narrative:
Distribution history: this complaint unit was manufactured at csi on 10/21/2019 under wo #(B)(4)and shipped on 12/18/2019. Manufacturing record review: DHR 269845 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. One other complaint was noted to have the same resistor burnt out. Product receipt: the complaint unit was returned on a repair. However, based on log 101284, this unit was at csi on 11/10/2023. Visual evaluation: visual examination of the complaint unit revealed no physical damage. However, upon the opening of the chassis the display board was found with the charred resistor on r10. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Root cause: an engineering investigation had determined resistors r9 & r14 were burnt out due to being exposed to current outside their rating in 2021 and had been updated as an output of CAPA 731. The resistor on r10 had not been burning out at the time. However, the resistor on r10 is on the same circuit. A new review of the same circuit design concluded r10 does not have the same tendency to be exposed to enough current to damage the resistor as it had on r9 & r14. Coupled with the low occurrence observed on units from 2015 and on, r10 burning out on this unit is suspected to be a unique circumstance particular to the board or its assembly where the resistor could have enough power to burn out. The board was replaced, the unit tested to specifications and returned to the customer.

Manufacturer narrative:
Device has been returned for service. Once repairs are complete, the device will be returned to cooper surgical for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the unit had a burning smell, was making noise and not functioning properly. Nurse decided not to use the device. Unit was sent for repair. During service repair on (B)(6) 2023, the board was noted to have a burnt out r10 on the display board. This resistor is part of the hand switch circuit for the cut mode. Loss of that function is possible and a potential safety related concern should it fail mid- procedure. No adverse event was reported. No additional information is available. 1216677-2023-00163 lp-20-120 leep 2023-11-0000244.

Manufacturer narrative:
No change to the final investigation findings. Updating the UDI number. Correction to email contact.

Event description:
No additional information.